Manufacturer narrative:
The alinity c processing module, serial # (B)(6) was evaluated, and it was determined that part replacement was required. Replacing the cpu2 to ict preamp bd cable resolved the customer reported event. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the alinity c processing module or the cpu2 to ict preamp bd cable with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the cpu2 to ict preamp bd cable as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the cpu2 to ict preamp bd cable or the alinity c processing module, serial # (B)(6).

Event description:
The customer reported false elevated potassium generated from alinity c processing module and provided the following data for sample ID (B)(6): on (B)(6) 2025, initial potassium result was 6.564 mmol/l and repeat results were 5.053 mmol/l, 5.059 mmol/l, & 5.044 mmol/l. Customer potassium reference range is 3.5 to 5.1 mmol/l all the results were generated with an "exp". It was reported that exp was generated due to an the ict module being onboard > 90 days. Patient information: 45-year-old male. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated potassium generated from alinity c processing module and provided the following data for sample ID (B)(6). On (B)(6) 2025, initial potassium result was 6.564 mmol/l and repeat results were 5.053 mmol/l, 5.059 mmol/l, & 5.044 mmol/l. Customer potassium reference range is 3.5 to 5.1 mmol/l. All the results were generated with an "exp". It was reported that exp was generated due to an the ict module being onboard > 90 days. Patient information: 45 year old male. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.